Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that under fluoroscopy that the ipg had a lead that was outside of the port and disconnected. As such, surgical intervention was undertaken where the ipg was replaced, and therapy was restored. There was no issue with the lead.